Event description:
Low r-wave was observed. The physician observed that the is-1 rv connector was plugged into the df-1 port. The lead was measured with the psa and r-wave had roughly the same value. The lead was replaced when damage was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned measuring 18.5cm. The damage found was sustained during the surgical procedure.